Event description:
It was reported that the ventilator had a low oxygen (o2) supply alarm. It was reported that the ventilator was in clinical use at the time of the event occurred. There was no report of patient harm or injury as a result of the event. The patient was transferred to another ventilator.